Event description:
"S/p b submusc infra gels (? Type/size/MFR-no records). These encapsulated immediately and less than 8 mos later, the pt had replacement with subgl periareolar natural y's (? Size). These also have always been firm and painful but are increasingly so in recent yrs. The pt had h/o closed capsulotomies but believes that was on the 1st set. Was involved in mva wearing seatbelt in 1999 which probably traumatized the l more than the r. Denies any decrease in size. In addition over the years starting soon after implants, the pt has developed progressively disabling systemic sx's. These include arthralgias/myalgias, paresthesias, spasms, swelling, fatigue, sleep disturb, sore throats, rec yeast infections, hot flashes/sweats, ha's, tmjd, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sens sun/cold, decreased thyroid, increased cholesterol, wgt gain, and gi/gu disturb, and easy bruising. Pt is otherwise healthy."